Manufacturer narrative:
(B)(4). Dropping or ejected clips. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, jamming occurred after several firings and the device could not be used. Another device was used to complete the procedure. There were no adverse consequences for the patient.